Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to noise and intermittant out of range (high) impedance measurements on this defibrillation lead.